Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify operating currents, unexpected battery power loss, failed battery test and low battery alarm due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm, motor error alarm, failed battery test and off no power error alarm. The customer¿s blood glucose at the time of the incident was 164 mg/dl. The customer was assisted with the troubleshooting. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump will be returned for the analysis.